Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a leak from the white blood cell (wbc) bath overflowing. He observed that the wbc bath was clogged and not draining properly. The fse also found that the vacuum isolator chamber (vic) tubing to the wbc bath was had a cut in it. He replaced the wbc bath and the defective tubing, which resolved the leak and the startup failures. The instrument ran without leaks or startup failures and all repairs were verified per established procedure. (B)(6).

Event description:
The customer reported a blue fluid leak of approximately 70 ml from a coulter ac t diff analyzer. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. The customer stated that hemoglobin (hgb) and platelets (plt) were failing startup at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.